Manufacturer narrative:
Evaluation method: manufacturing review. Additional manufacturer narrative: report of an aortic bioprosthetic valve regurgitation after an implant duration of approximately two (2) years. The provided operative report indicates the valve was found to have two holes on one of the leaflets. However, attempts to return the device to edwards for evaluation were unsuccessful as it was learned that it has been discarded by hospital pathology. Therefore, per the provided information, the assignable root cause cannot be determined at this time. The description in the operative report of "two holes on one of the leaflet" is somewhat similar to incidents of suture tail abrasion which is caused by contact between an excess suture tail and the leaflet during systole, and is normally related to technical factors and operational context. The device history review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned of an aortic bioprosthetic valve explant after an implant duration of approximately 1 year 11 months, and replaced with another edwards model 3300tfx valve. The operative report was obtained from the healthcare provider and states that this is a (B)(6) status post bioprosthetic valve 2 years earlier, initially done great and the post-pump run tee echocardiogram had good valvular function with no perivalvular leaks or insufficiency. Approximately 5 months later, he was seen on routine follow up and a heart murmur was detected. An echocardiogram showed what appeared to be a very small jet of aortic insufficiency and this was considered possibly a small leak that was insignificant as he was otherwise doing quite well with no shortness of breath symptoms. Recently, he returned for follow up and had a much louder murmur and this time is now complaining of some shortness of breath symptoms, mostly on exertion. He denied any symptoms of infection. Echocardiogram at that time showed fairly large insufficiency jet, which appeared to be from poor coaptation of one of the valve leaflets and we are concerned that there was a functional problem with the valve. Explant operative report details indicate," an intraoperative tee was performed, where we carefully interrogated the valve and saw a large insufficiency jet, but still could not identify exactly the source of this as it was unclear. It did appear to be coming from within the valve ring rather than the perivalvular leak for certain, however, his ejection fraction was normal...the previous aortotomy was opened carefully and on inspection the valve was seated well, but we could see 2 large holes in the leaflet of the noncoronary cusp of the bioprosthetic valve." The patient underwent redo aortic valve replacement with another edwards valve of the same model, size 21mm, and was then transferred to the cvsu in stable condition without apparent complication.